Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "on (B)(6), the nurse of taking samples sector reported an edta tube, when she was labeling it she noticed a hair inside of it (the tube is brand new, hasn't been opened). The customer's label has been removed and that's why the original label is teared."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fm-hair with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of fm-hair was not observed. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "on april 7th, the nurse of taking samples sector reported an edta tube, when she was labeling it she noticed a hair inside of it (the tube is brand new, hasn't been opened). The customer's label has been removed and that's why the original label is teared."